Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, patient demographics not provided by customer. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
The customer reported that an infusion of lipids was noted to be clogged in the tubing filter and leaked at the non-bd connector while connected to a patient in the nicu. There was no harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of lipids was noted to be clogged in the tubing filter and leaked at the non bd connector while connected to a patient in the nicu. There was no harm.

Manufacturer narrative:
Correction to initial report: omit 20129e from concomitant medical products. The customer¿s report of an infusion of lipids was clogged in the tubing filter was confirmed, however the leak was not confirmed. White liquid (lipids) was observed in both set¿s tubing and in the set¿s 1.2 micron filter. Functional testing was performed; an occlusion was observed. No leaking at the non-bd connector was observed. The root cause of the lipids occluding is the solution being very slow to prime past this specific size filter. It was also observed that the filters are likely to become occluded over time (and repeated use) due to the build-up of the infusion particulates. The filter may accumulate particulates at a quicker rate especially if the liquid was being infused at a higher infusion rate.

Event description:
The customer reported that an infusion of lipids was noted to be clogged in the tubing filter and leaked at the non bd connector while connected to a patient in the nicu. There was no harm.